Event description:
It was reported that the patient developed thrombophlebitis in the lower left arm due to the IV from the spinal cord stimulator trial. Symptoms included swelling, redness, and soreness around the IV site, and inability to use the arm or lift it easily. The patient was instructed to take 200mg of ibuprofen every 4 to 6 hours and to use warm compresses on the lower arm. The patient was also prescribed keflex 500 mg 3 times daily for 7 days. The event was ongoing.

Event description:
It was further reported that the event resolved without sequelae on (B)(6)-2012.

Manufacturer narrative:
(B)(4).